Event description:
It was reported that the device's downstream occlusion (dso) sensor seal was falling off. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was peeling and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the reported problem. The investigation determined that the downstream occlusion seal was peeling. The dso and uso seal were replaced.